Event description:
I received tha in 2005 (srom tha metal/metal/left depuy pinnacle) dr (B)(6) md. On (B)(6) 2011, pain over weekend left hip go see dr (B)(6) x-ray shows stem is loose in femur bone and I must have revision surgery. On (B)(6) 2011, had revision surgery could not remove pelvis cup holder replaced metal cup with poly and put in stryker stem and ball so I have a hybrid hip implant depuy cup sys and stryker stem and ball. I would like to register a complaint against depuy orthopedics for early failure of hip implant told would last 15+ year by dr (B)(6) why did it come loose?